Manufacturer narrative:
(B)(6). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2010: patient underwent an l3-s1 posterior lumbar fusion, l3-4 l4-5 posterior lumbar interbody fusion and fusion lumbar interbody lateral direct surgery using rhbmp-2/ acs. Post operatively patient alleged unspecified injury due to use of rhbmp-2/acs.